Event description:
It was reported that during intra-aortic balloon (iab) therapy, iab optical sensor failure alarm was generated and arterial pressure waveform was not being displayed on the monitor. The iab was replaced to continue therapy. There was no reported injury to the patient

Manufacturer narrative:
D.4 serial number is (B)(6). Not asku. The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. Two kinks were found on the catheter tubing near the y-fitting approximately 73.9 & 76.2cm from the iab tip. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was detected within the y-fitting. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint # (B)(4); record ID (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, iab optical sensor failure alarm was generated and arterial pressure waveform was not being displayed on the monitor. The iab was replaced to continue therapy. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, iab optical sensor failure alarm was generated and arterial pressure waveform was not being displayed on the monitor. The iab was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
Additional information - serial # (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, iab optical sensor failure alarm was generated and arterial pressure waveform was not being displayed on the monitor. The iab was replaced to continue therapy. There was no reported injury to the patient.